Event description:
It was reported the unit is freezing during PICC placement. Had customer run on battery and with a power cord, still froze up, then we used another probe and the problem persists.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the unit is freezing during PICC placement. Had customer run on battery and with a power cord, still froze up, then we used another probe and the problem persists.

Manufacturer narrative:
He information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the unit is freezing up was unconfirmed. Tests were done on this but the unit did not freeze up. There is not root cause as the issue could not be reproduced.